Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that she obtained a difference of 15 mmol/l between the blood glucose readings obtained on the contour next one meter and the hospital's meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance.